Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c70w. Investigation summary: one photo was provided. The picture shows four photos of tissue. Bleeding can be seen on the photos. No malformed staples are visible. Based on the bleeding observed on the photos, the hemostasis issue is confirmed, however no conclusion or root cause could be determined. The analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified additional information requested and received: is the endoscopy routine for this surgeon or was a result of the issue with device? It was a result of the issue with device. What is the current patient status? Patient was at the hospital for the past week with pain issues. But all labs and imaging were normal, so they are not thinking there¿s anything structurally wrong with her sleeve.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the last firing of the sleeve, with a green reload, gore seam guard buttressing material, about two centimeters into the firing, there was a click/crunch sound and the motor made a sound, like cutting through thick tissue. When the jaws were opened, after the firing, the specimen side was fine but the patient side separated and started bleeding. The doctor opened a second like stapler, green reload and gore seam guard buttressing material and fired on the remaining portion of the stomach, above the staple line that was bleeding. The doctor oversewed the hole where the staple line separated, performed an endoscopy and leak test, intra-op, and applied tisseal fibrin sealant, for leak prevention. The doctor also performed a graham patch with fat pad and left a drain. No additional devices were used.